Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm and battery out limit alarm. The customer mentioned that the insulin pump turned off. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not receive a low battery alert prior to off no power alarm. The customer stated that the battery out limit alarm occurred during normal use. The customer was assisted with reprogramming time and date. The insulin pump will not be returned for analysis.